Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, while attempting to insert the proglide device over a .035 inch guide wire, resistance was met and the proglide device could not be inserted into the artery. The proglide device was removed from the anatomy and an attempt was made to insert the proximal end of the guide wire (backload) into the guide wire lumen of the proglide device. With some force, the guide wire was able to be successfully inserted into the proglide device. The tavi procedure was completed and hemostasis was achieved with the same proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device or is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The initial medwatch report was filed with the product problem box checked; however, review of the event and based on the event rationale, the event would not be reportable and the product problem box check has been removed.

Event description:
Subsequent to the previously filed report, additional information was received. Reportedly, while attempting to insert the proglide device over a .035 inch guide wire, resistance was met 3cm-5cm from the distal end of the device. The proglide device had not entered the patient. The proglide was removed and successfully backloaded onto the wire. There was no loss of vessel access. Hemostasis was achieved with the same proglide device and there was no reported clinically significant delay in the procedure. No death or serious injury occurred and there was no intervention to prevent serious injury or death. Based on the above rationale, the event would not be reportable.